Event description:
Non-functioning keyboard. Device history record was reviewed, no issue linked with the reported event has been found. Device history log could not be reviewed, log not available because history log was not received. Device/defective part was not received for investigation. According to the information attached to the complaint, housing kit was replaced as up arrow was not responsive. As the device was not received for investigation, this issue could not be confirmed. Regarding ""defective keyboard (key not responsive)"", CAPA #(B)(4) is opened in order to investigate the failure.

Event description:
Non-functioning keyboard.